Event description:
It was reported the pt experienced multiple falls. A full parameter diagnostic indicated invalid impedance values on all contacts. The pt is without stimulation. X-rays did not show any anomalies. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.